Event description:
A customer contacted baxter's technical service center reporting an alarm during dwell 5 of 7 and the caregiver (cg) stated she took the cap off an unused supply line. The technical service representative (tsr) advised the cg to end therapy as the cap was removed from the supply line. The cg would contact the registered nurse (rn) regarding the home patient (hp) being connected and missed therapy. There was patient involvement but no patient injury or other medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.